Manufacturer narrative:
The alleged incident occurred outside of the us. This medwatch is being submitted because quest distributes a similar device in the us. An investigation will be conducted on the complaint samples and a follow medwatch will be submitted if additional information becomes available.

Event description:
A report was received regarding an alleged issue with the valve. The report states that particulate matter was found in the housing of the valve during circuit assembly. The device was not used on a patient.